Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after dinner while using the ilet, and the user believed the pump overcorrected following a call for more than the meal, with current blood glucose of 120 mg/dl at the time of follow-up. Symptoms included hypoglycemia to 60 mg/dl without loss of consciousness, dizziness, or need for assistance, and the device issued low and urgent low alerts. Outcomes included correction with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified during support interactions, and the clinical course was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.